Event description:
Reporting status: death/medical intervention. Reporting rationale: death/medical intervention to remove separated shaft. Device issue: stent delivery system balloon would not deflate and shaft separation. It was reported that the 3.5x08mm vision stent was being deployed inside of the taxus stent because the lesion would not open up (expand). The 3.5x08 mm vision stent was positioned within the taxus stent and deployed. Upon, deflation of the stent delivery system (sds) the balloon would not deflate. Therefore, an attempt was made to remove the sds with the balloon still inflated and there was resistance and the sds separated into two pieces. The proximal portion of the sds was removed; however, the distal shaft remained in the pt. A snare device was used and the distal portion of the sds was successfully retrieved from the pt. The pt experienced respiratory failure, v-fib, and cardiac arrest. CPR was performed a number of times on the pt and then was put on a temporary pacer. The pt was stabilized and transferred to ICU. The pt died two days after the procedure in 2007. No additional event or pt information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including pt information and pt status from the hospital, field contact or distributor.